Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)-rasp. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the surgeon went to calcar ream when the tip of the broach completely broke off. A slap hammer was used to completely remove it since it would no longer attach to broach handle. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}: updated: d5; g3; h2; h6. Visual examination of the provided pictures identified the post has broken off of the broach. Both pieces are shown within a bag. No further evaluation can be made. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the broken broach. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.